Event description:
It was reported that the patient had diaphragmatic stimulation. The left ventricular (lv) lead was explanted and will be scheduled for replacement. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6931 implantable tachy lead implanted 2007-(B)(6); 5076 implantable pacing lead implanted 2011-(B)(6). (B)(4).